Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the devices allegedly failed to obtain tissue samples. It was further reported that no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the top slide fired automatically, therefore, the investigation is confirmed for cannula self-activation. However, the investigation will remain inconclusive for the alleged sampling issue as functional testing could not be completed due to the identified self-activation. The overlapped left bumper likely contributed to the reported failure to obtain, as well as the identified self-activation and bent right bumper. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the devices allegedly failed to obtain tissue samples. It was further reported that no coaxial was used. There was no reported patient injury.